Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exibited backup vvi mode. The patient had been exposed to electrocautery with the urologist. After re-programming the device, normal device function resumed.